Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial # (B)(4)) displayed tcm ID:04 (ce response timeout) error message was confirmed during functional testing and during event log review. The root cause of tcmid:04 error message was due to bent pins in the t1/t2 block and ce connectors on the input/output printed circuit board (I/o board) likely caused by wear and tear. The thermogard console is a reusable device and was manufactured on december 2014. The device has been operating for 6 years and has exceeded its expected serviceable life of 5 years. During visual inspection, no physical damage observed on the returned thermogard ivtm system. During event log review, multiple tcm ID:04 (5.4.0) error code were recorded, thus confirming the reported complaint. Also, in the event log (5.9.1) tcm ID:09 (ce temp error) was recorded, unrelated to the reported complaint. The possible root cause for tcm ID:09 error message was due to miscommunication of the temperature value to the I/o board, likely attributed to the damaged pins in the connector. The initial functional test failed due to the thermogard system displayed tcm ID:04 error message after run mode; thus, confirming the reported complaint. Bent pins in the t1/t2 block and ce connectors on the I/o board causes bad connection and at times short circuiting. To remedy the tcm ID:04, the I/o board was replaced. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console serial number (B)(4).

Event description:
During device check, the thermogard ivtm system (serial # (B)(4)) displayed "tcm ID: 04" (ce response timeout) error message. The customer could not clear the error message. No patient involvement.